Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 1.2.4. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified.

Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient reports having fatigue as well as discomfort. The patient reports their controller would not communicate with this pod as well as 3 other pods that have been reported. The patients controller would not communicate after multiple power cycles. The patient had gone to the hospital emergency room. Treatment, information has not been provided. As a result of this event the patient is using manual insulin.